Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not performing as expected. Upon explant, a fluid leak in the cylinder caused by a rupture in the same component was identified. The existing device was removed and a new ipp was implanted. No further information was provided.